Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The clinical root cause of the reported event cannot be conclusively determined however, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Driveline infection and wound dehiscence are potential events that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections. Other contributing factors also include the patient's body type and nutritional status, placement, position and size of the vad, tension/ trauma to the driveline exit site, and duration of time on vad support. A review of the available information does not indicate any device malfunctions or performance issues that would impact the reported event. The root cause of the reported event cannot be conclusively determined however, patient and procedural, and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Device remains implanted.

Event description:
It was reported by the clinical study that this patient experienced infection and wound dehiscence at the site of the sternal wound approximately four months after lvad implantation. The patient was initially treated with oral and intravenous (IV) antibiotics on an outpatient basis. On (B)(6) "20155" the patient returned to the hospital with continued complaints of pus drainage from the sternal wound and was again treated with IV antibiotics. Wound cultures were negative. The patient was readmitted to the hospital on (B)(6) 2015 due to complications related to wound dehiscence. He was taken to the operating room for sternal incision & drainage I&d) with lodoform packing. The patient was discharged on (B)(6) 2015.